Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: (B)(6) had an incident with the c1 where it had exhalation obstructed alarms, failure of fs, and went into "ventilation cancelled". Patient had to be hand bagged temporarily.